Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer cut in half. The iol was examined at 10x microscope magnification. Lens was received cut in two halves adhered to the top of the insert. Also, it is covered with dry viscoelastic residue and what appears to be residue of blood. The presence of dry lubricant solution and blood residue on the lens is consistent with a lens that has been handled and used/explanted. No manufacturing related issue was identified. Conclusion: the complaint for ¿lens damaged in the package¿ verified in the sample returned is consistent with a lens that has been handled/used and explanted.all pertinent information available to the manufacturer has been submitted. (B)(4).

Manufacturer narrative:
Updated/corrected event information was provided by the hospital. It was now reported, that the hospital did use the intraocular lens (iol) in surgery. The plunger moved over the lens; the lens had to be cut into two (2) pieces in order to remove it from the patient's eye. The original information provided regarding the event was not complete/correct. No further information provided. (B)(6).

Event description:
We received a report via a sales representative, where an intraocular lens was returned as ''damaged in the package''. When the lens was returned for investigation, it was seen that the lens had been cut in half, had blood and viscoelastic on it; apparently it had been explanted.

Manufacturer narrative:
Expiration date: 11/30/2016.